Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported event. The instrument was found to be cracked and broken. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that while assembling the impactor prior to sterilization, it fell on the floor and broke. It was not used in surgery and surgery was not delayed.